Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional type of investigation code 10. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional investigation conclusions 4315. This is a follow up report to add this additional code.